Event description:
Pt reports experience of hazy vision, tears, redness and eyes were swollen (outside). She has had several dr.'s visit and also a visit to a corneal specialist. She also had a follow up visit scheduled for friday (B)(6) 2012. She was not able to see out of 1 eye properly for about 3 weeks, but it now seems to be getting better. Follow up attempts for more information to contact the ecp, treatment and outcome were made with no reply to date. This is being filed as unconfirmed decreased visual acuity.

Manufacturer narrative:
This is being filed as unconfirmed decreased visual acuity. Method: no examination of device was provided which could indicate if the device caused or contributed of the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.